Event description:
The patient was revised because of pain.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving additional reason for revision. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. A complaint database search finds no other reported similar incidents against the provided product and lot combinations since their release for distribution. Written x-ray notes from the surgeon have been reviewed by the depuy medical safety officer. The diagnosis of metal sensitivity could not be confirmed with the information provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: clinical report states that the patient was revised because of metal sensitivity.